Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the 3 attached customer images showed the label of the device on it's packaging, the setup/power rocker switch and identification label and the device mounted to a surgery table which appears to show the arm of the device being supported by the table. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up, the spider's joint could not be locked and the arm could not be fixed. No patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.